Event description:
It was reported when using the pyxis medstation es system tower doors continue to fail causing medication counts to be incorrect. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that latch assemblies needed to be serviced. A field service engineer applied grease to resolve clicking issues. The system functioned as intended after the field service engineer troubleshooted the device.